Manufacturer narrative:
Patient information was unavailable from the journal article authors. Event date is approximated as the exact date were not made available. The article was received for publishing on 3/3/2015 and used as the event date. Citation: sheng l., li j., chen g., song j., huang h., zhao y., li h., tang w., jin e., xiang w., li g., wang l., & ma l. (2015). Neuronavigator-assisted microsurgery for cerebrovascular disease in deep brain regions using input of preoperative MRI and dsa three-dimensional images fusion data into neuronavigation system. China j clin neurosurg, 20(4), 193-197. Doi:10.13798/j.issn.1009-153x.2015.04.001 brand name, common device name and procode not provided in journal article. The article mentions a navigation system (model not specified). Further information unavailable. Those selected are suspected to be for the device used. Device serial number and UDI were unavailable and not provided by authors. Those selected are suspected to be for the device used. 510k unavailable as the specific suspect navigation system was not provided in attached journal article or from authors. The selected is suspected to be for the device used. Device manufacture date unavailable and not provided in journal article or from authors. The date entered is suspected to be for the device used. Multiple attempts have been made to obtain additional information. No additional information has been provided except that there were no specific relationships between the navigation system and reported complications in the journal article. Per the author and surgeon, the split brain syndrome result was a response to the location of the aneurysm. Based on clinical knowledge of procedure and split brain syndrome, this is an inherent risk of the specific procedure and clinical presentation of the patient. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer.

Event description:
Per attached article, the authors reported use of a navigation system and there were patient events reported. The article is in chinese and was summarized by medtronic representatives. The study included 5 patients. The study time frame was from august 2013 through march 2015. The neuronavigation system (model not specified) and cranial software was used during the study for navigation-guided microsurgery in cerebrovascular disease in deep brain regions, such as moyamoya disease, arteriovenous malformation, traumatic pesudoaneurysm, arteriovenous fistula. One patient treated for moyamoya syndrome developed split brain syndrome after the surgery. Cause or correlation was not specified. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction to device manufacturing date now provided. Additional information: further investigation and review of the of the journal article found and confirmed previous report that there was no allegation of deficiency of a medtronic product to suggest that medtronic navigation's device caused or contributed to the reported event. No further information provided. No further investigation will be completed at this time.